Manufacturer narrative:
The notification of a patient's death was filed as an initial report to health (B)(6) within the required 10-days, before the investigation was completed. The investigation did not support a malfunction of a device or identify anything that indicated the device contributed to the patient's death. This issue is being reported to FDA out of an abundance of caution.

Event description:
Spacelabs received a report that on (B)(6) 2020 did not generate alarm at central when patient lost consciousness. Patient subsequently passed away.